Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The anesthesia control board (acb) was recommended for replacement to resolve the issue. Block a: no report of patient involvement.

Event description:
The hospital reported an error that results in a loss of mechanical ventilation. There was no report of patient involvement.